Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not turn on. Reportedly, the pump continued to alarm with the touchscreen blank and the led light flashing red. The customer's blood glucose level was 424 mg/dl. The customer indicated that manual injections would be administered. It was confirmed that the customer had a backup method of insulin delivery available.